Manufacturer narrative:
E2: health professional ¿ (blank) and e3: occupation ¿ no information provided. The device was returned to olympus for evaluation and the customer's allegation was confirmed. Additionally, device evaluation found flooding from the cable damaged area, and electrical contact corrosion. Based on the results of the investigation, the most probable cause is cause linked to device but unable to trace more specifically. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported that the camera head had a cracked cord. There were no reports of patient harm.